Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the outer insulation breached extrinsic/explant damaged, and that allows blood ingress on the proximal conductor. The helix function was performed. The helix could extend, retract, and turns within specification. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the heart a few days after the patient left the hospital. A revision was attempted, but there was difficulty maneuvering the lead, so it was explanted and replaced with a new one. No further patient complications have been reported as a result of this event.